Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt the electrodes had a loose wire or had a short condition. The customer was unable to provide further info. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.